Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following an intraocular lens (iol) implant surgery, a thread was observed. This was removed without an issue. Additional details received that, fiber was found inside the eye after iol implanted, which was blue in color, removed completely with forceps. Patient was doing fine post operation.

Manufacturer narrative:
Plastic specimen container was returned containing a small white label. There is a small fiber attached to the label. No product returned. The sample was sent to particulate laboratory for testing. Comparison of the clear fiber's generated ir spectra to a library of spectra finds the best match to be fibers (paper). The returned photo (1) shows an implanted iol on a monitor screen. A fiber like particulate is observed over the optic edge, the exact location of the fiber cannot be confirmed. Only foreign material was returned in an unknown sealed pouch. Based on the spectral comparison results, the fiber is fiber- paper. Paper is a commonly used material, including medical products. The origin of the material could not be determined. No paper is used in production areas. The manufacturer internal reference number is: (B)(4).